Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) pocket/site becomes hot to the touch after using stimulation for an hour or two. It was noted that this issue started a couple months ago. The patient has to turn their ins off because the sensation gets too painful. The rep met with the patient on the day of the report, and noted that the top of the ins looks like its poking out a little bit and is closer to the surface that the bottom of the ins. The rep thinks the ins didn't look like that at implant, but the patient indicated that it has always been like that. It was mentioned that the ins site didn't look red or swollen, and all impedances were under 1000 ohms. The patient isn't running that high of settings. When the ins was interrogated on the day of the report, it was on 0.5v, even though the patient said it was off. The rep stated there wasn't any data showing the device was on (even though it was on when the rep interrogated device), and only had 1 day of data on the day of the report. The rep did not know when the patient last attempted to turn the ins off. It was noted that the patient had tried leaving the ins off for a while, but when they go to use it again, it still gets hot to the touch. It was recommended that the patient should follow up with their healthcare provider to determine how the ins site looks, and if there are any other medical issues going on. The patient was implanted for lumbar radiculopathy and spinal pain.

Event description:
Additional information received from the patient reported that the ins was getting hot and was ¿leaning wrong¿. The patient stated that they were working with their doctor for the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the patient¿s ins pocket site heating up has not been determined. No actions have been taken to resolve the issue, as the patient¿s ins seems normal at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.